Event description:
It was reported that during a prostate procedure, four (4) fibers were used in the patient; three (3) fibers reportedly exhibited ¿end firing despite adequate fiber irrigation¿. The procedure was completed with the fourth fiber. Patient outcome: ¿the patient did fine, no issues caused by fiber failures and patient was discharged to home without incident ¿. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap/fiber rotated off center, and has pushed forward; the metal cap adhesion location exhibited mild burnt glue; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited moderate contamination, likely biologic. (B)(4). Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.